Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified and moderately tortuous abdominal artery. The (B)(4) equalizer balloon catheter was selected to post-dilate a wallstent. Inflation was performed twice and upon the second inflation the balloon ruptured. The device was removed from the patient intact. The procedure was continued with another equalizer balloon catheter. No patient complications were reported and the patient's status is good.